Manufacturer narrative:
(B)(4) inspected three opened/used enlite sensors and performed bicarbonate buffer test. One of three sensors failed with high readings, and the two remaining sensors passed per specification with accurate readings. Unable to perform or reproduce skin irritation in lab.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 53 and blood glucose was 153 mg/dl. Customer also reported to have received a calibration error alarm and change sensor alarm. Customer was advised that sensor would be replaced. Customer declined troubleshooting.